Event description:
It was reported that the tip of the hydrophilic coating was fractured, migrated and remained inside patient. The patient underwent interventional treatment for right lower limb arteriosclerotic occlusion. A 300cm, 8cm v-18 control wire was selected for use. During the procedure, the coating at the tip of the wire with hydrophilic coating was fractured and fell into the anterior tibial artery. After the procedure, the blood supplied to the lower limbs of the patient improved compared to before, and there were no pain or other discomforts. On (B)(6) 2025, the imaging examination confirmed that the fallen coating had travelled through the bloodstream to the extremities and could not be removed. The patient did not experience any discomfort. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Event description:
It was reported that the tip of the hydrophilic coating was fractured, migrated and remained inside patient. The patient underwent interventional treatment for right lower limb arteriosclerotic occlusion. A 300cm, 8cm v-18 control wire was selected for use. During the procedure, the coating at the tip of the wire with hydrophilic coating was fractured and fell into the anterior tibial artery. After the procedure, the blood supplied to the lower limbs of the patient improved compared to before, and there were no pain or other discomforts. On 10-sep-2025, the imaging examination confirmed that the fallen coating had travelled through the bloodstream to the extremities and could not be removed. The patient did not experience any discomfort. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 100% stenosed, moderately tortuous, and severely calcified. There are no plans to attempt removal of the device fragments remaining inside the patient's body. There was no patient injury resulting from this event, and the patient was normal and stable post-procedure.

Manufacturer narrative:
H6: evaluation conclusion codes: updated.

Event description:
It was reported that the tip of the hydrophilic coating was fractured, migrated and remained inside patient. The patient underwent interventional treatment for right lower limb arteriosclerotic occlusion. A 300cm, 8cm v-18 control wire was selected for use. During the procedure, the coating at the tip of the wire with hydrophilic coating was fractured and fell into the anterior tibial artery. After the procedure, the blood supplied to the lower limbs of the patient improved compared to before, and there were no pain or other discomforts. On (B)(6) 2025, the imaging examination confirmed that the fallen coating had travelled through the bloodstream to the extremities and could not be removed. The patient did not experience any discomfort. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 100% stenosed, moderately tortuous, and severely calcified. There are no plans to attempt removal of the device fragments remaining inside the patient's body. There was no patient injury resulting from this event, and the patient was normal and stable post-procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.